Event description:
During maintenance of the heart lung console, the central control monitor (display) of the heart lung console did not recognize a memory card. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval anticipated, but not yet begun.